Manufacturer narrative:
The customer did not request service for the system. No sample has been received. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced endophthalmitis. Additional information has been requested and received indicating the patient experienced inflammatory response endophthalmitis following a vitrectomy procedure. The patient presented post operative day one with conjunctival inflammation, aqueous cell, hypopyon and fibrin in the right eye. Cultures were performed and the patient required intravitreal injections of antibiotics. Steroid and antibiotic eye drops were also prescribed. The patient's symptoms have resolved. This is one of several reports for this facility.